Event description:
Surgery staff noticed in the elevator while bringing the pt to the unit that the pca pump had delivered a dose of medication which they felt they must have accidently pressed the button. They told the unit's staff to watch the pump closely. The pt was received on unit at 1420 and the pca indicated that 30mg of demerol had been delivered. At 1445 the nurse was in the pt's room and noted that the pca delivered a dose and the pt had not pressed the button. At that time it was noted that a total of 60mg had been administered. The order was 10mg q 5 min/lockout. It was reported to bio med at which time he removed the unit from the dept and stated that he would be returning it to the co. Above has been reported. The pump that gave an inadvertent dose is the same one that was reported to have done that on another unit in march. After the earlier incident biomed kept that pump for 5 weeks. Ran it all day most of those days, and sometimes left it on overnight. Both calculated the milliliter it should display on the device and observed a graduated cylinder to measure the volume. There were no problems observed. Biomed returned the pump to svc; this time a rn was in the room and reported an extra dose. Plan as of today is to not investigate this device but to remove it from svc permanently. Since the report this time was from a staff member rather than a pt already taking medication biomeds willing to assume that the device gave extra dose(s).